Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump lost power. The patient stated that there was a crack to the bottom of the display screen and water droplets were visible behind the display. The patient confirmed no damage to battery cap or to the pump. This report is made based on the allegation of the power issue.

Manufacturer narrative:
(B)(4):the pump was returned with visible moisture in the display lens. The pump does not power on. Testing could not be adequately completed due to inability to power on the pump. A display lens leak was observed, and there was moisture present inside the pump. Visual inspection revealed a cracked display lens.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.